Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204, damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a pulled trunk cable. The cable was pulled from the strain relief, dislodging the cable's p702 connector from j702 on the distribution node pca. The cause of the communication issue was the open connection on the dn pca. The root cause for the open connection was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable) and that the belt cable was damaged.